Event description:
It was reported that on (B)(6), the c-arm rotation buttons were occasionally nonfunctional. A field engineer examined the equipment and determined that the c-arm switches were extremely sensitive to touch and would rotate with light pressure. The field engineer replaced the c-arm switch panels. The footswitches were replaced also and the unit met the manufacturer´s specifications. No patient injury or staff was reported.